Manufacturer narrative:
Result: the coil is kinked and compressed inside the orange sheath. The device appears to be within specification other than the observed damage. Conclusion: the complaint has been evaluated. The complaint indicates that the first coil was not able to be retracted back into the sheath after it was deployed. The second and third coils were not able to be advanced out of the sheath after re-sheathing. Evaluation of the returned devices revealed that the first coil sheath was loaded the wrong way after the coil was deployed out of the sheath. The sheath was loaded with the pet-heat shrink tubing at the distal end where the coil is reinserted into the sheath. The sheath and coil in this configuration would have caused difficulty when attempting to retract the coil back into the sheath after deployment. The second coil was kinked and compressed inside the sheath. This damage would have caused resistance when attempting to advance the coil through the sheath. This damage was likely the result of several manipulations of the coil with the catheter and sheath. The third coil was returned lodged inside the orange sheath. The sheath was flushed with cavicide disinfectant solution and the coil advanced distally without an issue. The root cause of this issue could not be determined but resistance may have been due to tortuous patient anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During an elective aci aneurysm treatment using stent remodeling, crossing technique, and the penumbra coil 400 system, a coil would not advance out of the sheath after re-sheathing. There was no delay to try to push the coil out of the sheath to flush it properly.

Manufacturer narrative:
Conclusions: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00101, and 00103.